Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6 device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening anterior assessed as surgical damage. Additional observations: ¿ crease flat observed on the device.

Event description:
Healthcare professional reported exchange with no complaint against the device. Healthcare professional later reported deflation. Device was explanted. This relates to the right side.

Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Healthcare professional later reported right side deflation. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, d.9, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported exchange with no complaint against the device. Healthcare professional later reported deflation. Device was explanted. This relates to the right side.